Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. A new cartridge was loaded to address the issue. Additionally, it was reported that the usb cable broke. Customer's blood glucose level was 380 mg/dl.

Manufacturer narrative:
No failure related to the reported cartridge leaking issue was identified. Usb cable issue could not be confirmed as the cable was not returned for evaluation.